Event description:
It was reported that during implant, it was difficult to insert the leads into the connector of pulse generator. Eventually the leads were inserted and tightened, electrical measurements were good. The device remained implanted.